Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation. The patient first noted the loss of stimulation following an unrelated surgery. Reprogramming was attempted and unable to resolve the reported issue. A revision procedure was performed, and the evoke scs system was replaced to resolve the reported event. The details of the unrelated surgery have not been disclosed to saluda medical representative. It was suspected that the electrocautery may have been used during this unrelated procedure.